Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient identifier, patient weight is not available for reporting. UDI: (B)(4). Device is not expected to be returned for manufacturer review/investigation. (B)(4). At this time, the reason for revision is unknown. A review of the device history records for part 412.115s and lot number 9146141 revealed that lot of (B)(4) pieces was released based on step in the work order. Neither deviation nor any ncrs were marked in this document. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a revision of multiloc humeral nails took place on (B)(6) 2016 for an unknown reason. Initial surgery was performed on (B)(6) 2015. During the revision surgery when the surgeon was removing the multiloc screw, it broke at the bottom of the head. Surgeon was supposed to remove sis (screw in screw) first, and then multiloc screw; however, he removed multiloc screw first before removing 3.5mm locking screw. The shaft part was successfully removed out of the patient body by using the removal instrument. There was a 15 minutes of the surgical delay due to the reported issue. This is report 1 of 1 for (B)(4).